Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06369 and 2210968-2012-06367. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The outcomes attributed to the device were pain, infection, extrusion, bleeding, recurrence, dyspareunia, vaginal scarring and urinary/bowel problems. It was reported that the patient underwent mesh removal and repair of a rectocele on (B)(6) 2009. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with anterior and posterior repair of cystocele, vaginal vault suspension, right and left sacrospinous repair of paravaginal defect and cystoscopy.